Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead exhibited decreased impedance, high impedance, insulation damage and a confirmed fracture. It was noted that the patient experienced shortness of breath. The pacing lead was programmed off. No further patient complications have been reported as a result of this event.